Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 9 years, since the subject device was manufactured. Based on the results of the investigation, there was no device problem found. It is likely, the phenomenon can be attributed to the other device in use. A definitive root cause cannot be identified. Three attempts were performed to obtain occupation for the reporter, but were not successful. If additional information is obtained at a later date, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The suspect device was evaluated onsite by an olympus field service engineer. The problem was determined to be scope related. One scope with the b30 error was identified and 1 scope with a cracked lens was found. The customer was directed to shut down the system to clear the error before inserting a new scope. It was recommended to the customer that the suspect scopes be returned to olympus. The olympus, model clv-190 was also returned to olympus and evaluated. The returned device met performance specifications and no performance problems were noted. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the "b30" error was generated when using multiple olympus, model series 190 scopes with the olympus, model clv-190, evis exera iii xenon light source. There was no patient injury, associated with the problem, reported to olympus.